Manufacturer narrative:
Exact patient age is unknown but is over (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use in a cytology procedure on (B)(6), 2011. According to the complainant, resistance was met when attempts were made to retract the brush into the sheath. No bends or kinks were noted along the working length, and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.